Manufacturer narrative:
Analysis was performed to the returned device. The reported "device could not be inserted onto the guide wire" was not confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause for the reported difficulty inserting the device onto the guide wire. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to difficulty advancing the device over a guide wire include, but are not limited to, damage to the guide wire or patient anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angiography interventional procedure with a 6f sheath. Reportedly, the device could not be inserted onto the guide wire. A new device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.